Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6). The patient's therapeutic range is 2 - 3 inr. The patient is tested at the laboratory once per week; the patient tests on the meter twice a week. The patient tests on the meter within 1 hour of the lab test. The initial report stated: "on an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 2.0 inr." Clarification was received that this comparison was performed on 25-jul-2022. The initial report stated: "on (B)(6) 2022, the patient had a meter result of 1.4 inr and a laboratory result of 2.1 inr." Clarification was received that this comparison was performed on 28-jul-2022. The initial report stated: "on an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 2.3 inr." Clarification was received that this comparison was performed on 16-aug-2022. The initial report stated: "on an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 1.9 inr." Clarification was received that this comparison was performed on 22-aug-2022. The initial report stated: "on an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 1.9 inr." Clarification was received that this comparison was performed on 29-aug-2022. The initial report stated: "on an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 2.0 inr." Clarification was received that this comparison was performed on 06-sep-2022.

Manufacturer narrative:
Refer to the attachment for additional relevant patient data and history.

Manufacturer narrative:
The patient's anticoagulation treatment was started as a result of the stroke on (B)(6) 2022. Per product labeling: "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method."

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with a coaguchek inrange meter (serial number unknown) compared to results measured with an unknown laboratory method. On (B)(6) 2022, the patient had a meter result of 1.4 inr and a laboratory result of 2.1 inr. On an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 2.3 inr. On an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 1.9 inr. On an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 1.9 inr. On an unknown date, the patient had a meter result of 1.4 inr and a laboratory result of 2.0 inr. Other testing of the patient was performed using the meter only and the results were always 1.4 inr. The patient's therapeutic range was requested, but not provided.